Event description:
A physician noted a pt who was injected on 3/12/97 in the left knee. On 3/15/97, she developed pain in her left knee. At her scheduled appt on 3/19/97, the synovitis was milder. On a monitoring visit on 3/20/97, nothing exceptional was noted other than the info that the pt has a history of cva and has had trouble completing the forms. On 3/26/96, the adverse event form was received with the symptom of synovitis, left knee. On 3/28/97, the pt still in the study. On 4/2/97, the pt was seen with persistent synovitis; intra-articular triamcionolone given and the pt was dropped from the study. The physician believed the synovitis was related to the material. A resolution date of 4/2/97 was given.

Manufacturer narrative:
On 4/17/97, follow up information was received: the physician did not consider the event as serious. The symptoms were controlled and had resolved.